Event description:
The patient later returned for the recommended lead integrity troubleshooting, at which time a five minute stimulation was performed and again, pacing impedances all showed greater than 2000 ohms. During this time, valsalva maneuvers were performed; neither the shock nor ventricular channels exhibited noise. The physician requested vf induction testing prior to any surgical intervention. Five days later, induction testing was performed. The patient was successfully converted with a single 23 joule shock; pacing impedances again observed at greater than 2000 ohms, shock impedances were within normal ranges. The physician indicated the final assessment would involve patient monitoring only, with no surgical intervention planned at this time. The most recent information again confirmed no adverse patient effects and no allegations against the boston scientific product.

Event description:
During the next regularly scheduled follow-up, all normal measurements were observed except for the continued high out of range pacing impedance values as previously noted at greater than 2000 ohms. A memory dump was performed and forwarded to boston scientific's internal technical services (ts), to ascertain an actual impedance value. The results of this review confirmed measurement all greater than 2600 ohms, suggesting the sensing amplifier had been saturated. Recommendation from ts was to perform lead troubleshooting; however, at this time, there are no allegations against the implanted products and no adverse effects have been reported.

Event description:
Field follow-up confirmed this patient will not be followed via the boston scientific remote monitoring system as the patient does not have phone line access. To date, the lead remains implanted and in service with normal follows scheduled. No intervention has been planned or pursued at this time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range impedance measurement. A revision procedure was performed to replace the device that was connected to this lead and these measurement were obtained with the new device. Threshold and shock impedance measurements were within acceptable parameters. This patient will be monitored with a latitude communicator. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.